Manufacturer narrative:
Investigation results: visual examination of the returned device showed no non-conformities were observed. The scope will be sent to fiberoptics for further assessment.

Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscope was cloudy. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.